Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative, the competitor right ventricular (rv) lead exhibited high pacing and defibrillation impedance. A chest x-ray revealed a disconnection of the rv lead from the cardiac resynchronization therapy defibrillator (crt-d). The rv lead was reconnected to the device. It was noted that the event resulted in prolonged existing hospitalization. The device remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.